Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd neoflon¿ pro IV catheter was damaged during use. Medical imaging was required and determined that no missing catheter material was left inside the patient. The following information was provided by the initial reporter: plastic material (cannula) was missing from the catheter body. It only had the needle and plastic over the needle was missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd neoflon¿ pro IV catheter was damaged during use. Medical imaging was required and determined that no missing catheter material was left inside the patient. The following information was provided by the initial reporter: plastic material (cannula) was missing from the catheter body. It only had the needle and plastic over the needle was missing.

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the photo, a 26g cannula hub with a missing catheter was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is an automated vision inspection system that can detect the presence of a catheter and reject products not meeting the lie distance requirement. If the catheter is missing in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter is missing before use. As no sample was returned, further investigation cannot be performed. H3 other text : see h10.

Event description:
It was reported that bd neoflon¿ pro IV catheter was damaged during use. Medical imaging was required and determined that no missing catheter material was left inside the patient. The following information was provided by the initial reporter: plastic material (cannula) was missing from the catheter body. It only had the needle and plastic over the needle was missing.